Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 375cc saline prosthesis, catalog #3501660, serial # (B)(4), lot # 261835. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female caucasian female had a mentor smooth round moderate profile 375cc saline prosthesis implanted. On (B)(6) 2017, the patient suspected deflation based on the left side appearing to have decreased in size. There is no information regarding an official diagnosis. As a result, the device was explanted on (B)(6) 2018.

Manufacturer narrative:
On 05/01/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, product evaluation team observed creases on the posterior aspect extending to the anterior. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor performs 100% inspection and testing of all devices prior to release; product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) of lot number 261835 was reviewed on 03/01/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab received the device for evaluation on 03/03/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).